Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a procedure, black saline water was irrigated from the irrigation tube. It was further reported that the surgeon used a spare unit and the procedure was completed without any problems or delay.